Event description:
It was reported that the patient presented with pain at implanted device pocket site during follow-up in clinic. The physician explanted and replaced the pacemaker to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.